Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). Investigation ongoing.

Event description:
The following was reported to hamilton medical ag: - this event was reported to hamilton while the ventilator was going through pre-operational checks and remained waiting in standby mode. Then the device started to alarm and switched to ambient temperature. The same cycle repeated at the next startup. - this malfunctioning occurs when the device is in the standby mode after the startup. - this malfunctioning was reproducible. - various alarms were observable both visually and through hearing. Tf (B)(4) (ambient mode), (B)(4) (blowerfault), tf (B)(4) (tfalls_clockerror), (B)(4)(ambientfailuredetected), tf (B)(4) (voltage out of tolerance) and (B)(4)(tastu_jtagnotworking). - the device log files were provided to hamilton. - there is no patient involvement reported. - there is no need for any medical intervention reported. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing. Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d1, d3, d4, g6, h2, h4, h11.

Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton while the ventilator was going through pre-operational checks and remained waiting in standby mode. Then the device started to alarm and switched to ambient temperature. The same cycle repeated at the next startup. This malfunctioning occurs when the device is in the standby mode after the startup. This malfunctioning was reproducible. Various alarms were observable both visually and through hearing. Tf 485001 (ambient mode), tf431001 (blowerfault), tf 446028 (tfalls_clockerror), tf446029 (ambientfailuredetected), tf 444004 (voltage out of tolerance) and tf281002 (tastu_jtagnotworking). The device log files were provided to hamilton. There is no patient involvement reported. There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: field d4 was updated with full UDI information. Updated fields: b4, d1, d3, d4, g6, h2, h4, h11. Hamilton medical ag complaint number: (B)(4). Follow-up 2 - device evaluation: root cause: hamilton medical ag has not received the device for investigation. However, based on the log files, the technical faults (tf) during preoperational checks could be confirmed. Additionally, it was stated by the technician on site that the maintenance of the device was overdue at the time of the malfunction. The technician on site exchanged the control board which resolved the issue and the device functioned as intended. Updated fields: b4, g1, g2, g6, h2, h6, h7, h11.

Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton while the ventilator was going through pre-operational checks and remained waiting in standby mode. Then the device started to alarm and switched to ambient temperature. The same cycle repeated at the next startup. This malfunctioning occurs when the device is in the standby mode after the startup. This malfunctioning was reproducible. Various alarms were observable both visually and through hearing. Tf 485001 (ambient mode), tf431001 (blowerfault), tf 446028 (tfalls_clockerror), tf446029 (ambientfailuredetected), tf 444004 (voltage out of tolerance) and tf281002 (tastu_jtagnotworking). The device log files were provided to hamilton. There is no patient involvement reported. There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.